Event description:
It was reported to philips that the capacitor makes noises during charging. There was no reported patient involvement. Results of functional testing at philips repair bench confirmed the device emitted a small static noise from the capacitor when charging. The other parameters were checked and found to be functioning. The capacitor was replaced resolving the issue and the device was returned to the customer. No further action is warranted at this time.